Event description:
The following information was provided: in tha software, upon cup impaction the position of the cup was near 40 inclination and 20 version, I locked the arm into the haptic boundaries and surgeon began impacting the cup. We then checked the cup plane and the cup showed two different sets of numbers for the two times we checked it. Then we used fluro to check the position of the cup and the cup was not in the position as planned and impacted. Doctor is requesting an investigation into this case to see if this is a technique issue or a robotic/software issue. Case type / application: tha 4.1.